Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient started having problems with the controller finding their implant and the controller screen going black (the patient mentioned the screen started going black about 3 days ago). They also had issues with the controller switching stimulation groups. They first said that the screen would go black and they were having trouble finding the implant when the recharger was plugged into the controller but later said that they have problems even when the recharger was not plugged in. Before they did anything with the controller, the controller wouldn't wake up (with or without cords plugged in) so then they reset the controller by taking the battery out and putting it back in. The patient said the controller then switched stimulation groups to group c; they did not want to be on group c so they tried to switch it back to group b. The controller said it was changing to group b but then became stuck. They also mentioned seeing the "low batteries, recharge controller battery soon" screen when the controller was at 80%. The patient inspected the recharger cord and plug, and the controller port; everything looked good. They did not feel any heat from the recharger when recharging their implant. The patient removed the battery pack and re-inserted the battery and they confirmed they were able to switch back to group b and were successfully charging their implant. The issue was not resolved. A replacement device was requested. No symptoms or further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When asked if the cause of the stimulation group settings changing was determined, the patient reported that the controller was messing up. They changed the controller and everything was fixed. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturing representative (rep) and it was reported that they are fighting to charge the ins or it is saying can't find device.